Event description:
The customer alleges when they were reaching for a magazine, the grommets on the seat gave way and tore the seat upholstery, causing them to fall and break a rib and their middle finger.